Event description:
Patient called stating that her cadd - legacy pump is malfunctioning. Patient states that she gets everything set up, turns the power on, it runs through all the starting settings, beeps three times and then stops and will not run. Patient states that she tried new batteries as well and it did not fix the problem. Sending a replacement pump. Did the reported product fault occur while in use with a patient: no. Did the product issue cause or contribute to patient or clinical injury: no. Is the actual device is available to be returned for investigation: yes. Did we replace device: yes. Dates of use: from (B)(6) 2016 to present.